Manufacturer narrative:
Device passed the sleep current measurement and active current measurement test. Device received with insulin flow block or occlusion or no delivery alarm anomaly. Device seats immediately upon priming due to moisture damage found on the motor or force sensor. Unable to perform rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to moisture damage found on motor sensor. Power supply test failed during self-test error alarmed during self test and was confirmed in insulin pump history file due to moisture damage found on the electrical board connector. Device received with scratched case, pillowing keypad overlay, faded serial number label, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. Blood glucose was 27 mmol/l. Customer reported that he had tried to change his infusion set due to noticing blood in the tubing. Customer reported that during the process he had received numerous pump error alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
The concomitant medical products have been provided with this report.